Event description:
It was reported that the pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Technical services discussed device replacement vs. Continued monitoring. The pacemaker remains in service and no adverse patient effects were reported.